Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 345 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump was monitored and had no blank display noted. The device had minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube, and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.